Manufacturer narrative:
This is 1 of 2 reports filed for this literature article.

Event description:
It was published in a photomedicine and laser surgery literature article the risk factors in a large cohort of patients who underwent reoperation after photo-selective vaporization of the prostate using 120 w greenlight high performance system laser for treatment of benign prostatic hyperplasia. The literature analyzed the clinical data of 630 patients who underwent photo-selective vaporization of the prostate between april 2009 and december 2014. The analysis reported that at a mean follow-up of 35.5 (range 4-58) months, 5 patients had developed bulbous urethral stricture and 8 patients had developed bladder neck contracture. No further information available associated with specific patient details. This report is for the 5 reported bulbous urethral strictures.